Event description:
It was reported that the customer received no delivery alarms on her insulin pump, during basal rate insulin delivery. The customer's blood glucose was 154 mg/dl. Troubleshooting was performed. During a 5.0 unit fixed prime, insulin did exit and the pump alarmed no delivery. During a manual prime, insulin exited the tubing. It was advised the insulin pump was working as designed and the alarm was caused by an occlusion involving the infusion set and/or reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).